Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a long charge time error (lc), as observed by the physician on (B)(6) 2026 via remote monitoring. Device data was sent to technical services (ts) for further investigation. In the meantime, the patient was hospitalized, as the cause of the error was unknown. Per ts, it appears the reported lc error is related to a device internal memory corruption due to potential external sources like ionizing radiation and not associated with a real long charge time. Additionally, this memory data corruption affects the implant date, episode counters, and longevity indication. Boston scientific engineers confirmed this memory corruption does not affect the device ability to deliver therapy, and the device will continue to operate normally. After the physician was updated, it was agreed that on monday the local area boston scientific field representative will perform a hospital follow-up to reset the beeper, and the patient will then be discharged. The patient will be monitored via scheduled follow-ups and via the latitude remote patient monitoring system. Besides hospitalization, no other adverse patient effects were reported, and this s-ICD remains in service.